Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p55 there was an issue with side of protector snapped off. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ protector p55 there was an issue with side of protector snapped off. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: as neither a lot number nor a sample were provided for this incident, a complete investigation including a sample analysis and a production history review could not be performed. Regular visual inspections and tests are performed during the manufacturing process to ensure the product meets specifications. Based on the limited investigation results, a root cause cannot be established for this incident. The m12 assembly fixture is recommended to ease the connection of the protector device. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. Snap fit diameter is measured every 8 hours, at the beginning of the shift/lot and after a machine stop with a go/no go caliber. Snap fit height and protector height are measured at the beginning of the shift/lot and after a machine stop with a go/no go caliber and a caliber. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. There is no evidence about failure during manufacturing process. The root cause cannot be identified.